Event description:
It was reported that a (B)(6) year old male patient underwent a diagnostic coronary procedure on (B)(6) 2014. The vessel size was noted to be 6 mm. Access was obtained at the lower edge of the femoral head cfa (common femoral artery), proximal to the bifurcation. Following the procedure, the technician who is training to the aci device, selected a mynxgrip (5f) vascular closure device to close the access site. It was reported that the technician prepped the device per the IFU. During the deployment, the shuttle/sheath would not retract when the deployer attempted to pull it up. Contrast was placed in the balloon to confirm the location and in fact that it appropriately deflated. A second technician was able to apply significant force and removed the device and then the sheath, while the first technician held pressure proximal to the insertion, significant discomfort was not caused. Manual pressure was held for 15 minutes to attain hemostasis, followed by a clamp for one hour as a precaution. The patient was subsequently discharged from the hospital on schedule with no further clinical issue.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The distal end of the shuttle was 3 mm from the balloon proximal bond. Sealant was compressed and protruding from shuttle cartridge slit. Shuttle movement was checked and resistance was felt during retraction. Subsequent to unsheathing, it was observed that the sealant appeared to have swelled, which is indicative that it has been exposed to saline. The introducer sheath stopcock was received in the close position. Failure to open the introducer sheath stopcock (as noted in the IFU) could result in saline being forced (due to pressure inside the introducer sheath) inside the shuttle cartridge initiating proximal swelling of the sealant. In addition, the balloon distal shaft and polyimide shaft were curled (may have been caused by the introducer sheath pinning pressure). The proximal balloon bond was damaged and the adhesive taper of the balloon had broken off from the proximal shaft. The event description indicates "the tech ended up being able to apply more force to remove the device" (not remove the sheath and mynx as a unit). An attempt to remove the device from a jam can cause the introducer sheath to "pin" the catheter shaft and may cause the adhesive taper to make angular contact with the distal end of the introducer sheath. An angular contact may sweep the taper and damage the proximal bond. An attempt to inflate the balloon with water revealed a leak. A micro tear was observed on the balloon. Damage was observed in the distal end of the introducer sheath which could have caused a puncture of the balloon. Based on the provided information and the investigation performed, the resistance felt during deployment might have been caused by sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, saline can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to a device jam. Based on the information provided and the investigation performed, the root cause of the micro tear could be damage to the distal end of the introducer sheath which could cause a puncture of the balloon. It is unknown whether the tear occurred during the device deployment or during subsequent removal of the introducer sheath. The review of the lhr (lot f1412603) indicated that the device lot met all established performance criteria prior to shipment.